Event description:
During a ptca procedure involving a calcified and 70% stenotic lesion in the lad coronary artery, the quantum maverick monorail balloon ruptured with nominal pressure on the initial inflation. The procedure was successfully completed with another balloon catheter. The physician used rinart guide wire, 6f launcher al1 guide catheter, but the type and size introducer sheath and which inflation device was used are unk. No pt injuries or complications were reported.